Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer received a questionable high calcium result for one patient sample. The initial result was 3.30 mmol/l and the repeat result was 2.16 mmol/l. It was unclear if the repeat testing was performed from a new sample or the original sample. Information concerning if the erroneous result was reported outside the laboratory was requested but it was unknown. There was no allegation of an adverse event. The reagent lot number and expiration date were requested but were not provided. A specific root cause could not be identified. As the issue only occurred with one patient sample and qc and comparison tests were acceptable, a general reagent issue was excluded. The provided analyzer alarm trace did not indicate an issue with the sample pipetting or other problems the customer stated no further problems have occurred since this issue.